Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution because it is unclear from the information provided that a malfunction of the device occurred. The actual device has not been returned to or evaluated by welch allyn as of the date of this initial report. On (B)(4) 2014 welch allyn has presented questions to the customer requesting details of the patient, the event, and the device(s) used in the event. Welch allyn will submit a follow-up report upon completion of its investigation.

Event description:
The customer informed welch allyn that a non-verbal patient had a reuse-11 blood pressure cuff that would not deflate. Per the customer , the patient had been repositioned by staff around 14:00. At 14:20 nurse heard soft limit alarm outside of room. Specifics of device attached to cuff and alarms have yet to be provided by the customer. After a period of time, yet to be provided by the customer, the nurse entered the room and observed patient's left and bluish/purple and cool. Blood pressure device was cycling at the time with question marks on monitor screen from 14:00, 14:15 and at 14:30. Upon removal from the patient's arm, the tubing was noted to be kinked. Customer examination of blood pressure cuff observed that when cycled the cuff blows up, if kinked remains (inflated) puffed up. Customer verified that positioning of the cuff onto the patient arm and the cuff size to be correct. Medwatch report 2400100000-2014-8004 was filed on 2014-08-22. Welch allyn received it on 2014-09-08. The customer did not provide any patient information.